Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after 3 hours, pump showed insulin on board (active insulin in the body) and this was unusual to the customer. Tandem technical support verified that the customer had recently received the pump and had not programmed insulin duration. Tandem technical support assisted the customer with setting insulin duration. Reportedly, customer's blood glucose was 277 mg/dl. Customer consulted healthcare provider for dosing instructions.